Event description:
The account generated a (B)(6) combo result of 0.20 s/co on a patient that tested (B)(6). Additionally, the patient also tested (B)(6). No patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The initial report stated date of report and date received by manufacturer as (B)(4) 2012. After submission of the initial report additional information was received which corrected these dates to (B)(4) 2012. (B)(4). Based on this data, the product is performing as intended and no product issues were identified. Due to the nature of the complaint further investigation was performed. The results are as follows: a retained kit of architect hiv ag/ab combo reagent, list number 4j27-25, lot number 11086li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, sensitivity panels 1, 2 and hiv-1 go were tested in three replicates and the results were within the specifications. Panels are internal measurement standards used to test product performance prior to lot release. Since the hiv1-sensitivity panels are used in this investigation as replacement of low running positive patient specimens the primary objective is to obtain a reactive result, which was successfully demonstrated with all three panels. In addition reagent kit, lot number 11086li00, was tested with two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016) to assess the clinical sensitivity of the current assay. The obtained results were compared with data from the manufacturer (zeptometrix) for these seroconversion panels on the architect hiv ag/ab combo assay. For seroconversion panels 9016 the reagent lot 11086li00 detected the same bleeds as reactive as the data from the manufacturer and for panel 9013 even one bleed earlier was detected as reactive as the data from the manufacturer. A review of product labeling concluded that the issue is sufficiently addressed. All generated data demonstrate that the performance of the architect hiv ag/ab combo reagent lots identified in the complaint is performing acceptably.

Manufacturer narrative:
(B)(4). An MDR was submitted with the corrected manufacturing site under MDR number 3002809144-2013-00005. Any further information regarding this event will be documented under MDR number 3002809144-2013-00005.

Manufacturer narrative:
This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar us product distributed in the us, architect hiv ag/ab combo, list 2p36. (B)(4).